Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a post implant implantable cardioverter defibrillator check. Upon interrogating the device, it was discovered that the device exhibited elevated capture thresholds on both the right and left ventricular channels resulting in loss of capture and non-sustained ventricular oversensing. The device was reprogrammed and proper bi-ventricular pacing support was restored. The patient was not adversely affected by the anomaly and was in stable condition.